Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped when the user attempted to increase the flow rate during a procedure. Adjusting the flow rate again resolved the issue and the case was completed with no further problems. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped when the user attempted to increase the flow rate during a procedure. Adjusting the flow rate again resolved the issue and the case was completed with no further problems. There was no report of patient injury. A sorin field service representative was dispatched to the facility to evaluate. While at the facility, the service representative confirmed the issue and found that the speed potentiometer was not functioning properly. The speed potentiometer was replaced and subsequent testing confirmed that the issue was resolved. The investigation is on-going. A follow up report will be sent when the investigation is complete.